Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead a failed atrial lead position check warning triggered. All ra lead measurements sensing, impedance and threshold appear normal. Upon evaluation, physician decision to turn off the ra lead position algorithm off and monitor the functionality of the ra lead. No interventions have occurred with the lead. No negative outcome to the patient. The patient was scheduled for follow up visit and the ra lead position check will be turned off. The ra lead remains in use. No patient complications have been reported as a result of this event.